Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while tandem technical support arranged shipment of replacement pump under warranty, instructed customer to place problematic pump into storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.